Event description:
It was reported that the patient experienced sustained high blood glucose while using the ilet bionic pancreas with a dexcom g7, with the cgm reading ¿high¿ and a confirmatory glucometer value of 309 mg/dl; the infusion set was an inset on the left abdomen, supplies were changed, and there was uncertainty about meal announcements and app connectivity, with the device problem characterized as insufficient information and no specific component identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed no findings available, and overall information was insufficient to identify a device-related failure or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.